Manufacturer narrative:
Additional information was provided in b.5.,d.9., h.3., h.6. And h.11. The device with the lens was returned loose in a bag. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle. The plunger has overrode the lens. The lens was slightly advanced inside the lens loading area. The leading haptic was extended. The trailing haptic was folded onto the anterior optic surface. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The reported plunger override was observed. The lens was still inside the lens loading area. The root cause may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol (intraocular lens) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The plunger was advanced to mid-nozzle. This may indicate that the plunger was advanced faster than the recommended rate. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Plunger override may occur: ¿ due to rapid advancement faster than the IFU recommended rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating only the injector entered the eye as the plunger passed the lens and therefore not injected.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, overshot lens. The procedure was completed on the same day with backup lens. There was patient contact and no patient harm. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).